Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the account: the device had fired the full linear range of the reload. No reinforcement material was used at the time of the issue. The procedure was a bowel resection. The device handle was not saved by the account. The issue was corrected by opening a new device that was used under the staple line to form a new staple line. There was unanticipated tissue loss however the physician provided that the tissue the device was fired in had appeared unhealthy. There was no additional blood loss of 500cc or more and there was no required duration to the procedure of 30 minutes or more. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was unsuccessful in completing a surgical anastomosis using the stapler during a bowel surgery. The surgeon had to hand suture. Additional information has been requested but not yet received.